Event description:
It was reported that on (B)(6) 2023, a 28mm rigid saddle ring was implanted in a patient. During saline test, significant regurgitation caused by patient anatomy was observed and the ring was explanted. A new non-abbott mitral valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of regurgitation after implant and explant of device was reported. The investigation found the device met visual specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician believed that the cause of the reported incident was due to patient anatomy. There was no allegation against the device. The cause of the reported event could not be conclusively determined. However, uncorrected or recurrent regurgitation is a potential possible outcome per the instructions for use.